Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of break in aseptic technique (coded to peritoneal dialysis complication); nausea; and bacterial peritonitis with (B)(6), in an (B)(6) male patient coincident with dianeal unknown bag therapy (lot number not reported). This report was received by baxter (B)(4) from (B)(6). On (B)(6) 2009, the patient began treatment with dianeal unknown bag therapy (dose, frequency and lot number were not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the patient experienced peritonitis, manifested by, abdominal pain and nausea. It was not reported whether the patient was hospitalized. The peritonitis was rated as severe. On (B)(6) 2010, the patient began remedial therapy with imipenem 500 mg, ip, every 6 hours. On (B)(6) 2010, the patient was started on medazol (metronidazol) 400 mg, orally, every 8 hours. On (B)(6) 2010, imipenem was discontinued; and on (B)(6) 2010, medazol was discontinued. On an unreported date, the patient recovered from the events of bacterial peritonitis, abdominal pain and nausea. It was not reported whether the patient was retrained in aseptic technique. It was not reported whether dianeal was ongoing. The physician reported the events of break in aseptic technique, bacterial peritonitis and nausea were not related to dianeal.